Event description:
Customer reported that the battery life of their current pump was not holding well, requiring more frequent charging than before. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and was undergoing the process of pump renewal. No additional information was received regarding the outcome of the event.